Event description:
Customer reports that the device spoke the result of 172mg/dl, but the display shows a result of 9.6mmol/l. When looking into the device memory, the result appears as 172mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.